Event description:
Insertion difficulty during training session. (B) (4).

Manufacturer narrative:
This device was being used in a non-clinical environment in a training session. The investigation demonstrated no device malfunction had occurred. Pyng medical is filing this as a conservative interpretation of FDA regulations. In the abundance of caution pyng is filing this as an MDR.